Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b5: updated event description. D10: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. H11: d4: lot number provided for reporting, d10: the complainant part is not expected to be returned for manufacturer review/investigation, now received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
12/24/2018: updated event description: it was reported that during an unknown procedure on (B)(6) 2018, the tomofix set uttfx01n build 7 was used where the two (2) stardrive screwdriver shafts of the set would not fit into the customer's colibri power tool, a/o coupling but both screwdriver shafts would fit into the torque limiting screwdriver. An unknown drill bits of the set was also tested on the customer's a/o coupling and was fitted perfectly. Another screwdriver shaft was used to complete the procedure. There was no surgical delay reported. Patient status and surgical outcome were both unknown. Concomitant device reported: unknown torque limiting screwdriver (part # unknown, lot # unknown, quantity 1), unknown drill bits (part # unknown, lot # unknown, quantity unknown). This complaint involves two (2) devices.

Manufacturer narrative:
The visual inspection has shown that the received screwdriver is strongly worn. Especially the coupling piece has clearly visible stress marks and deformations at the edges of the flat surface, caused by often and intense used (see attached picture). Depending of the condition of the counterpart these deformations may cause problems with the insertion. Therefore the complaint is rated as confirmed. After the visual inspection, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: manufacturing location: supplier - (B)(4)/ inspected, packaged and released by: (B)(4), release to warehouse date: 04-nov-2011. Part number: 314.119, stardrive screwdriver shaft t25/self-retaining 165mm, lot number: 6698514 (non-sterile). This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown procedure on an unknown date, the tomofix set uttfx01n build 7 was used where the two (2) stardrive screwdriver shafts of the set would not fit into the customer's a/o coupling but both screwdriver shafts would fit into the torque limiting screwdriver. An unknown drill bits of the set was also tested on the customer's a/o coupling and was fitted perfectly. Another screwdriver shaft was used to complete the procedure. There was no surgical delay reported. Patient status and surgical outcome were both unknown. Concomitant device reported: unknown torque limiting screwdriver (part # unknown, lot # unknown, quantity 1), unknown drill bits (part # unknown, lot # unknown, quantity unknown). This complaint involves two (2) devices. This report is 1 of 2 for (B)(4).